Manufacturer narrative:
(B)(4). One used ultrasite valve, without packaging; and one unused, unopened ultrasite valve, identifying the reported lot (0061447063), were received for evaluation. The facility also returned an unused, unopened (B)(4) cadd extension set (item # (B)(4) / lot #55x394). The used ultrasite valve exhibited a crack on the threads of the molded ultrasite valve body. The crack started from the top of the valve and extended down to the bottom of the luer threads. No cracks or other abnormalities were visually observed on the unused valve. The unused valve was then subjected to luer taper, weepage, flow, and water pressure (leakage) testing according to specification with acceptable results. There were no leakages observed within the valve or at the luer connectors during the testing time frame. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can be caused by many factors, including but not limited to an excess torque force in combination with over-tightening the connection; if the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 2: reports a patient was sent home with a cadd pump and ultrasite luer access device connection for a three day treatment. The patient came back to the clinic on the third day for disconnection, and 5fu chemo medication was noted to be leaking onto the patient's shirt. A chemo clean up was performed per facility protocol. There was no patient injury. The reporter also stated the same issue occurred a week ago, but that issue was not reported to b. Braun at the time.